Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09283 and 2134265-2015-09284. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the motor drive unit (mdu) has not done the race properly hence automatic pullback failure occurred. It was possible to get the image but without reference to the race. The physician opted to perform manual pullback to finish the case. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation with a missing s/n label. Device analysis revealed that by replacing the mcu pcb board with a known good mcu pcb board the problem is not solved. Therefore the most probable root cause of failure is a defective clutch. The unit does not meet specifications for mdu-5 qc functional test. No other product interaction with the device contributed to the reported failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-09283 and 2134265-2015-09284. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the motor drive unit (mdu) has not done the race properly hence automatic pullback failure occurred. It was possible to get the image but without reference to the race. The physician opted to perform manual pullback to finish the case. The procedure was completed with this device. No patient complications were reported.